Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address mechanical complication right hip prosthesis and metallosis right hip joint. Patient alleges elevated metal ions, pain, swelling of right thigh, metallosis, dysfunction, and discomfort. Operative notes stated that there was severe metallosis around the trunnion. Caseatring necrotic tissue was debrided from around the proximal femur. Attention was turned to the acetabu!ar component. Peripheral necrotic tissue was debrided. There was evidence of metallosis between the junction of the metal liner and the shell. Laboratory result shows of elevated metal ions. Doi: (B)(6) 2005; dor: (B)(6) 2019 (right hip).